Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device upgrade procedure the patients right ventricular (rv) lead was found to have a rising threshold. The physician chose to cap and replace the rv lead during the changeout procedure. No patient complications have been reported as a result of this event.